Event description:
The ge oec 9800 fluoroscopy system would lose patient images/studies. Also the system was reportedly slow to respond or "sluggish"

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hard drive. The hard drive was removed and replaced. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to the issue.